Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured and distributed in the market. There are no units in stock in b. Braun surgical warehouse. We have received an open pouch with the bone wax inside. The product looks like melted and solidified again. The pattern can only be deformed by warming. However, this heating cannot occur in production area. According to the information received, the distributor of the product has confirmed that their warehouse temperature typically stays between 65-75 degrees fahrenheit, which is within the storage temperature conditions indicated in the instructions for use of the product. Nevertheless, the distributor has admitted that the bone wax was put through sterilization process. This fact most probably caused the product to melt and solidify again after the process. As written in the instructions for use of the product, bone wax must not be re-sterilized. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, and according to the information received, the product was re-sterilized although it is informed in the instructions for use of the product that must not be re-sterilized. We consider that the complaint is not justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: USA. Bone wax seems to have melted and adhered to the clear part of the packaging.